Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had critical pump error. The customer¿s blood glucose level was 176 mg/dl. The customer stated that the pump had critical pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error after battery installation. The constant critical pump error alarm was due to moisture damage on the electronic assembly. The corroded motor assembly was noted during visual inspection. The insulin pump was unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.